Event description:
It was reported that the patient presented with an ams 700 inflatable penile prosthesis (ipp) that had the distal tip of the cylinder erode through the corpora. The ipp was removed. There were no patient complications.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent thorough analysis. Cylinder 1 presented a wear at fold in the proximal end and distal end of the cylinder. Cylinder 1 had a leak at the corner of a fold in the distal end of the cylinder. The pump passed visual inspection and functional testing. Based on the information available, the reported observation of migration of device was confirmed.

Event description:
It was reported that the patient presented with an ams 700 inflatable penile prosthesis (ipp) that had the distal tip of the cylinder erode through the corpora. The ipp was removed. There were no patient complications.